Manufacturer narrative:
(B)(4). Date sent: 1/10/2020. Additional information received: tip broke when dissecting near the bronchus. Surgeon attempted to find the piece with exploration of chest cavity. Used x-ray to see if they could find it. Suctioned extensively then filtered the suction contents until tip was found. Delay of precise of over an hour. Case started as an open case and stayed as an open case. No adverse event. Patient did fine and was discharged.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What efforts were made to locate the blade tip during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status?

Event description:
It was reported by the sales rep that during an unknown procedure the tip is broken off. And is still in the patient. That is the only information available at this time. Sales rep called in using the emergency line. No device available for return.